Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure, the patient experienced intermittent diaphragmatic stimulation caused by the left ventricular (lv) lead. The vectors on the lv lead were reset and the patient was to follow up in clinic in one week. Approximately one week later, reprogramming was done, which resolved the stimulation and the lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.